Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. No blank display, shutting off screen, or display anomaly noted. However, moisture damage was found on electronic and motor assembly. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and stripped battery cap coin slot.

Event description:
Customer reported via phone, he has been having issues with the insulin pump. The device shuts off, reboots itself, and has no connection the sensor. Customer stated a year ago, he had jumped into the pool and has reoccurring issues for the past three days. Customer will attempt to send his blood glucose to the insulin pump and when he pulls it out of his pocket, he notices it's blank. Troubleshooting was performed for blank display. Customer's blood glucose was 123 mg/dl. Customer stated he jumped into the pool he noticed there was water in the screen. The device continued to work and no alarms occurred, an hour later the condensation was gone and he reconnected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.